Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure on unknown date. The patient experienced a possible rectal wall infiltration. It was noted that the patient required a colostomy bag. At the time of this report is unknown the patient current condition. Boston scientific has been unable to obtain additional information despite good faith efforts.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 01/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 01/11/2024. Block d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non-vascular. Imdrf impact code f19 captures the reportable event of surgical intervention.